Event description:
It was reported that this implantable pacemaker exhibited loss of capture due to fusion beats. Optimization options were discussed. This device remains in service. No further adverse patient effects were reported.